Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the photo showed the results of staple lines in the patient's tissue. Several of the staples in the photo were mis formed. It was reported that there was poor staple formation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot# n4g1873y) sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot# n4g1873y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the segmentectomy procedure typical of the culmen or upper lobe of the left upper lobe using the single-port technique with a wound protection system from another manufacturer, the surgeon detected an anomalous configuration of the staples of the three vascular cartridges. Two on the arterial branch and one on the venous branch. It was noted that a powered handle was used then a manual stapler was used to resolve the issue.